Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that "last night I heard a beeping tone. It occurred every six-seven hours." The patient was inquiring if it was their implantable cardioverter defibrillator (ICD). The caller was advised to contact their physician regarding the tones to see if it was their device alerting. Follow up was conducted with the patients listed clinic. The allied health professional (ahp) at the clinic was able to see that the patient had sent in a remote monitor report the day prior to contacting medtronic which showed a lead integrity alert (lia) and "recurrent t-wave oversensing." The ahp went on to state that the patient went to the emergency room on the same day they contacted medtronic and reprogramming was completed at that time. The lead remains in use. No patient complications have been reported as a result of this event.